Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report five of six for this event. Reference reports 3004485144-2016-00367 thru 3004485144-2016-00368 and 3004485144-2016-003070 thru 3004485144-2016-00373.

Event description:
It was reported that the closure tops were stripping within the short extension sleeves. The closure tops were replaced and the final tightening was performed with the counter torque instead of the sleeves. There was no patient injury reported with this event.